Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed for lot gd891317, and no issues were noted during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter technical services, the following was reported. On an unknown date in (B)(6) 2012, the patient was diagnosed with peritonitis. The patient was hospitalized from (B)(6) 2012 for the indication of removing the pd catheter and implanting a port for vascular access for hemodialysis. The pd catheter was to be removed because it was possibly colonized. During the hospitalization, the patient's physician decided not to remove the pd catheter, because the pd catheter was not colonized. Pd therapy was ongoing. When asked if peritonitis was related to baxter devices, disposable products or to dianeal solution, the nurse stated that she did not know how to answer that question. The nurse declined to provide further information.